Event description:
It was reported that 10 of the bd posiflush¿ normal saline syringe are not flushing. The following information was provided by the initial reporter: the flush is not flushing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 22-dec-2022. H6. Investigation summary: it was reported the plunger was not flushing. To aid in the investigation, one sample with no packaging flow wrap was received for evaluation by our quality team. The syringe has 10ml of solution. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. A device history record review was completed for provided material number 306546, lot number 2263069. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there has been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and probable root cause could not be offered.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd posiflush¿ normal saline syringe are not flushing. The following information was provided by the initial reporter: the flush is not flushing.